Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. At the time of the shock the patient reports that he was sitting on couch lying back and was on the phone. The patient came into the office and they were able to reproduce noise on the primary sensing vector using isometrics and re-creating the movements. The sensing vector was reprogrammed and the shock zone was increased. The patient reported that they have lost approximately 30 pounds since implant and a chest x-ray would be ordered. Boston scientific technical services (ts) noted the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Prior to the programming change the patient was observed to have approximately 48 contiguous noise events per day. In secondary sensing vector with a gain of two times the events increased to about 69 per day. It was recommended to change the gain to one times. Review of the x-ray did show sharp bends coming out of can. No fracture was visualized and ts recommended continuing to monitor the patient at this time . The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.